Manufacturer narrative:
.

Event description:
It was reported that adjusting vns settings has recently caused the seizures to worsen. The patient reported that the physician has not programmed the device off despite the vns "affecting her heart". It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Further follow-up with the physician revealed that the patient continues to have more seizures, but it was suspected that these were non-epileptic events; therefore, no medication changes were made. The vns was interrogated and found to be working as intended with ifi - no. Device settings were reprogrammed on (B)(6) 2015 and the patient tolerated this well. It was reported that the patient has heart conditions that are unrelated to vns therapy.